Event description:
It was reported that the patient's pump may be leaking. The patient was in the ER. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).